Manufacturer narrative:
Complaint conclusion: as reported on precise study, patient experienced pre-occlusive stenosis (intra-stent) approx. 2 months after a precise pro rx was implanted in the right internal carotid artery (rica). It was determined as not related to study device nor index procedure. At approximately 27 months post-procedure, follow-up imaging identified intra-stent restenosis estimated at approximately 30%, classified as a device deficiency described as severe intra-stent stenosis; no clinical adverse event resulted and no intervention was performed. The patient underwent an endovascular procedure involving implantation of an 8 x 30 precise pro rx system, which was fully deployed and fully expanded by the end of the procedure, without the need for additional balloon dilatation. The lesion was the right internal carotid (rica). The lesion was 32 mm long with a 70% stenosis, and severe calcification. There was no pre-dilatation performed before stent placement. The device was implanted under local anesthesia via a femoral ipsilateral approach. The device was fully deployed and fully expanded with balloon dilatation. Post procedure, the lesion showed no residual stenosis. There were no adverse events reported. The patient was discharged 2 days later. At approximately 2 months post procedure, imaging was performed via CT scan, and a residual 25% stenosis was seen. There was pre-occlusive stent re-stenosis, however no adverse events reported. At approximately 14 months post procedure, imaging was performed via CT scan, and a residual 40% stenosis was seen. There was a discreet increase of the intra-stent stenosis, however no adverse events reported. At approximately 15 months post-procedure, a 6 x 30 precise pro rx stent was used to treat the re-stenosed lesion. The stenosis after the treatment was 70%. At approximately 27 months post-procedure, follow-up imaging identified the residual intra-stent stenosis estimated at approximately 30%, classified as a device deficiency described as severe intra-stent stenosis; no clinical adverse event resulted and no intervention was performed. At approximately 64 months post-procedure, long-term follow-up imaging demonstrated residual stenosis of approximately 50% proximal to the stent, described as progression of calcified atheroma upstream of the device; this was documented as a device deficiency without associated adverse event and no intervention was undertaken. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process; it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intrastent percutaneous transluminal angioplasty (pta) or placement of a second stent. Based on the information available for review, factors that may have influenced this restenosis event include patient (has history of hypertension, type ii diabetes, and previous stenting in the right internal carotid artery), procedural, pharmacological, and lesion, especially since the restenosis was noted 2 months after stent implantation and gradually increased over time. However, without procedural images, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported on precise study, patient experienced pre-occlusive stenosis (intra-stent) approx. 2 months after a precise pro rx was implanted in the right internal carotid artery (rica). It was determined as not related to study device nor index procedure. At approximately 27 months post-procedure, follow-up imaging identified intra-stent restenosis estimated at approximately 30%, classified as a device deficiency described as severe intra-stent stenosis; no clinical adverse event resulted and no intervention was performed. The patient underwent an endovascular procedure involving implantation of an 8 x 30 precise pro rx system, which was fully deployed and fully expanded by the end of the procedure, without the need for additional balloon dilatation. The lesion was the right internal carotid (rica). The lesion was 32 mm long with a 70% stenosis, and severe calcification. There was no pre-dilatation performed before stent placement. The device was implanted under local anesthesia via a femoral ipsilateral approach. The device was fully deployed and fully expanded with balloon dilatation. Post procedure, the lesion showed a no residual stenosis. There were no adverse events reported. The patient was discharged 2 days later. At approximately 2 months post procedure, imaging was performed via CT scan, and a residual 25% stenosis was seen. There was pre-occlusive stent re-stenosis, however no adverse events reported. At approximately 14 months post procedure, imaging was performed via CT scan, and a residual 40% stenosis was seen. There was discreet increase of the intra-stent stenosis, however no adverse events reported. At approximately 15 months post-procedure, a 6 x 30 precise pro rx stent was used to treat the re-stenosed lesion. The stenosis after the treatment was 70%. At approximately 27 months post-procedure, follow-up imaging identified the residual intra-stent restenosis estimated at approximately 30%, classified as a device deficiency described as severe intra-stent stenosis; no clinical adverse event resulted and no intervention was performed. At approximately 49 months post-procedure, a post-procedural serious adverse event was reported consisting of episodes of absence suggestive of a possible minor stroke; the event was assessed as serious, mild in severity, resolved without sequelae, and determined to be not related to the study device or the index procedure, with imaging excluding ischemic or hemorrhagic lesions. At approximately 64 months post-procedure, long-term follow-up imaging demonstrated residual stenosis of approximately 50% proximal to the stent, described as progression of calcified atheroma upstream of the device; this was documented as a device deficiency without associated adverse event and no intervention was undertaken. The device will not be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported on precise study, patient experienced pre-occlusive stenosis (intra-stent) approx. 2 months after a precise pro rx was implanted in the right internal carotid artery (rica). It was determined as not related to study device nor index procedure. The patient underwent an endovascular procedure involving implantation of an 8 x 30 precise pro rx system, which was fully deployed and fully expanded by the end of the procedure, without the need for additional balloon dilatation. The lesion was the right internal carotid (rica). The lesion was 32 mm long with a 70% stenosis, and severe calcification. There was no pre-dilatation performed before stent placement. The device was implanted under local anesthesia via a femoral ipsilateral approach. The device was fully deployed and fully expanded with balloon dilatation. Post procedure, the lesion showed a no residual stenosis. There were no adverse events reported. The patient was discharged 2 days later. At approximately 2 months post procedure, imaging was performed via CT scan, and a residual 25% stenosis was seen. There was pre-occlusive stent re-stenosis, however no adverse events reported. At approximately 14 months post procedure, imaging was performed via CT scan, and a residual 40% stenosis was seen. There was discreet increase of the intra-stent stenosis, however no adverse events reported. At approximately 27 months post-procedure, follow-up imaging identified intra-stent restenosis estimated at approximately 30%, classified as a device deficiency described as severe intra-stent stenosis; no clinical adverse event resulted and no intervention was performed. At approximately 49 months post-procedure, a post-procedural serious adverse event was reported consisting of episodes of absence suggestive of a possible minor stroke; the event was assessed as serious, mild in severity, resolved without sequelae, and determined to be not related to the study device or the index procedure, with imaging excluding ischemic or hemorrhagic lesions. At approximately 64 months post-procedure, long-term follow-up imaging demonstrated residual stenosis of approximately 50% proximal to the stent, described as progression of calcified atheroma upstream of the device; this was documented as a device deficiency without associated adverse event and no intervention was undertaken. The device will not be returned for analysis.